Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, blue pixels were witnessed. It was noted that the user was firing back and forth between 78% and 100% firing power. The user let off the foot pedal and noted that the blue pixels subsided but then returned. There was very clearly blood in the biopsy site according to the clinical specialist (cs). The blue pixels did not show a bow-tie effect but rather blue pixels presented where blood was present. There were no patient complications reported in relation to this event.